Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the distal electrodes of the stsf ablation catheter were noisy when the catheter was advanced into the body. The noise was present on both the carto 3 system and the recording system. The carto 3 system displayed a high temperature error while the catheter was in the body. The catheter was removed from the body and it was noted that the distal tip was bent. The medical team does not have an image. The catheter had noise on all the channels when it was advanced into the body. The noise was present on the carto 3 system and the recording system. The catheter and cable were reseated without resolution. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection and electrical test on carto 3 system of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal nose or electrical anomalies were observed. Then the device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31465310l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations stated in the carto 3 system manual: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).